Event description:
It was reported that after several attempts, the 48mm od +4 neutral 32mm ID polyethylene liner could not be seated properly. Before each attempt of implanting the liner. The surgeon checked to make sure the ard tabs were lined up correctly with the scallops of the 48mm 100 pinnacle acetabular shell. Also made sure the shell was clean and no tissue or other objects obstructed the liners ability to seat properly. It had been determined that the liner was defective. The surgeon asked that the liner be sent off and a MDR created. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 122132448, lot ju5201, and no non-conformances / manufacturing irregularities were identified.